Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a 7.4 cm diameter abdominal aortic aneurysm. The aortic neck was 18 mm in length and measured 27 mm in diameter proximally and 30 mm distally and it was severely angulated with moderate thrombus. The stent graft was successfully implanted and modeled the proximal area of the stent graft with a balloon several times, but on final imaging the patient had small proximal type I endoleak. The patient's creatinine level was 1.9 before the case and the physician did not want to use anymore contrast at this time. The physician will monitor the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (anatomy related; severely angulated aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; severely angulated aortic neck).